Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device displayed a false upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question finished the evaluation process, and was repaired and tested prior to release to ensure the device met all specifications prior to release.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.